Event description:
On 05-jun-2025, the user reported prolonged hyperglycemia despite multiple meal announcements. Per healthcare provider (hcp) instruction, the user disconnected from the ilet and administered a manual insulin injection. The following morning, the user experienced a severe hypoglycemic episode, lost consciousness, and required ems transport and hospitalization. Blood glucose (bg) nadir was 24mg/dl; peak was 500mg/dl. The user did not report symptoms during the high but was unresponsive during the low.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs from 05-jun-2025 through 06-jun-2025 showed multiple meal announcements and insulin deliveries followed by a prolonged period of hyperglycemia. The user reported disconnecting from the ilet and administering a manual insulin injection to correct the high bg. Approximately 1.5 hours later, the user reconnected to the ilet. A significant drop in bg followed. No device malfunction was identified. Available data suggest the timing of the reconnection to the ilet following a manual insulin injection may have resulted in insulin stacking. Should additional information become available, a supplemental report will be submitted.